Manufacturer narrative:
(B)(4).

Event description:
This patient complained of pocket pain. There is a protrusion from the upper margin of the device. A pocket revision will be performed. Should additional information become available this file will be updated.

Manufacturer narrative:
On (B)(6) 2018; per qpexcel this pocket was successfully revised and anchored to a more medial position on (B)(6) 2017.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.